Event description:
The customer reported that the n65 monitor display was missing segments and not showing the first digit in the pulse window. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The reported failure was verified. The universal interface (ui) liquid crystal display (lcd) printed circuit board (pcb) was replaced.